Event description:
Boston scientific received info that this lead displayed poor sensing and loss of capture. The pt experienced asystole of greater than two seconds. The pt was seen for a lead revision procedure where the lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse pt effects reported.